Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy serial connector cable was broken and he was in need of a replacement. Serial cable was returned to MFR for product analysis, however, that analysis is not yet complete.